Event description:
My 670g intermittently fails to deliver basal insulin as programmed. Noted overnight and 3-4 hrs after meals. Blood sugar after meals well within acceptable target, then soars over 250 3-4 hrs later, making me feel weak and ill, requiring help with an insulin injection. This has happened numerous times, sometimes, after a set change but other times after a set has been in for a full day. I do smell a strong insulin smell past the o-rings in the reservoir which leads me to think that this could be o-ring failure. But I did not have this problem using the medtronic 500 series pump. The 670 g medtronic pump just does not deliver insulin as programmed leading to hyperglycemia and ketosis. I have to make numerous corrections to try and stay in control. This new pump also requires numerous calibrations over and over again. Medtronic has just recalled my serial number pump as having a problem with the alarms. I think there are other problems but they do not admit to this. I have just filled out their form for a pump exchange. Not sure how long this will take. I did try to return this pump but they have refused to take it back and credit (B)(6).